Manufacturer narrative:
Model number/catalog number: 72404131, serial number: n/a, batch/lot number: 1100033195, model/catalog description: belt cuff fgs 4.5 cm iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100229924, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use. A conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence, as the device did not appear to be functioning properly. A surgical procedure was performed, during which a fluid loss was identified in the balloon component due to a hole. The balloon was replaced, and no additional patient complications were reported.